Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was a use error, inappropriate bypass of the initial drain without the low drain volume alarm occurring. The homechoice and homechoice pro apd systems patient at-home guide gives instructions on how to bypass initial drain. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 22:13:37. During night drain cycle one, the patient's ultrafiltration reading was 1346ml, indicating the home patient (hp) drained 1346ml more than their maximum programmed fill volume of 2000ml. No additional information is available.